Manufacturer narrative:
Additional information: the device was used with a 6 mm spider fx. No intervention was required for the removal of the device. All of the components of the device were removed from the patient. There was no issue with the spider fx. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation the detached tip returned loosely with the device. Ancillary device returned: spider fx and 7fr sheath. Cutter driver was not returned for analysis. Damaged noted to the handle of the device with the torque shaft bent. A 7fr sheath returned with damage noted. The detached distal assembly returned with the guidewire lumen torn and partially detached. Biologics are visible inside the housing. Cutter returned adjacent to the anchor pockets. Detachment site is clearly visible at the anchor pockets. Pet like material is seen inside the cutter window. The detachment site is visible at the proximal end of the tip assembly with the metal coils of the housing frayed. The guidewire lumen is detached along the housing up to the distal section of the housing. The device returned with the flush window open with biologics present inside. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a hawkone atherectomy device with a 6mm embolic protection device, 7fr sheath, and non-medtronic guidewire during treatment of a 10mm plaque lesion in the patient¿s mid superficial femoral artery (sfa). Slight vessel tortuosity and moderate calcification are reported. Artery diameter reported as 6mm. Lesion exhibited 80% stenosis. IFU was followed. Vessel pre-dilation was performed. It is reported that severe resistance was felt during withdrawal of the device resulting in the tip separating in the sheath. The sheath was removed and replaced, and the case was finished. No patient injury reported.